Event description:
As reported, the patient complained of their shoulder subluxing. The patient was revised to a new glenosphere, liner and locking screw. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Z-1418-2024. Concomitants: (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. The revision reported may be the result of the subluxation as reported or the observed prosthesis wear. However, the subluxation cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.